Event description:
It was reported that at 8 months post-op a revision surgery was performed to remove the broken device in the patient's right shoulder. The surgeon removed the broken device and packed the glenoid hole with bone filler. The original surgery occurred in 2008. No further patient information was provided at the time of this report or made available in response to multiple follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The device was received for evaluation; the complaint was confirmed. A visual inspection revealed significant damage to the fracture area that most likely occurred after the implant broke; making it difficult to locate the initial break. The two primary fracture surfaces are at the end of the slot in the keel and on a plane that is an extension of the bottom of the slot in the keel. The cause of the event could not be determined from the information available and device evaluation. Device history record review revealed nothing relevant to this event. Based on the observations, the most likely cause of the event was that the back side of the implant not being fully supported by bone. This is the first complaint of this type for this part/lot combination. If additional relevant information is obtained from the manufacturers evaluation, a follow up report will be submitted.